Manufacturer narrative:
(B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Information reported on user facility report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is against user facility medwatch number (B)(4). The only information contained in this report is correction or additional information. Further it was reported that debridement was performed for prophylactic measures and to implant a new plate. Cultures taken and sent but report states no growth. Hardware removal procedure was completed successfully. This complaint involves total 12 devices. This complaint (B)(4) reports 10 devices, remaining 2 devices are captured under related complaint (B)(4). Concomitant device reported: cortex screws (part # 204.816 lot # 1314, quantity 4), cortex screw (part # 204.812 lot # 1314, quantity 1). This report is for one (1) 3.5mm lcp reconstruction plate 10 holes/140mm. This is report 1 of 10 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: concomitant devices reported: cortex screws (part # 204.816 lot # unknown, quantity 4), cortex screw (part # 204.812 lot # unknown, quantity 1).